Manufacturer narrative:
Arch tsh assay lot#:72911jn00 expires: 11/19/2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.

Manufacturer narrative:
(B)(4). Arch tsh assay ln:7k62-25 lot#:72911jn00 expires: 19 november 2009. Architect probe ln: 8c94-42. No returns were required from the customer site for this investigation. An abbott field service representative (fsr) arrived at the customer site and replaced a number of hardware items. It was concluded that the replacement of the trigger and pre-trigger solutions' level sensors resolved the issue. Subsequent instrument checks found the analyzer to be performing within specifications. The investigation reviewed the labeling of the architect system operations manual (pn 201837-105; (B)(6) 2008) and concluded that adequate labeling exists to address this customer's issue. A review of complaint trending found no adverse trends and the service history revealed no repeat calls for this customer's issue. A malfunction of the system was identified. Based on a review of the instrument's service history record, since the fsr replaced the trigger and pre-trigger level sensors no repeats of the issue have been detected. Subsequently, the analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one patient sample generated an initial architect tsh assay result of 0.22 uiu/ml that retested at 0.50 and 0.40 uiu/ml. No suspect results were reported from the lab. The customer replaced the sample probe but did not resolve the issue. A service call was initiated. There is no impact to patient management reported.